Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched in delivery system. The defect was identified when implanting and there was patient contact. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The complainant indicates the use of non-company viscoelastic and company cartridge which are not qualified for use with the associated intra ocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis, however, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).